Event description:
It was reported to medtronic neurosurgery that the external drainage lumbar catheter stopped draining. According to the report, the surgeon tried to reposition the catheter, but it was unable to be removed easily. The report stated that the catheter was left in place until the patient recovered, and then a second surgery had to be performed to remove the lodged catheter.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing record was not possible as no lot number was provided.